Event description:
Customer reported there are missing segments on glucose reading from their precision xtra meter. Customer reported experiencing symptoms of hypoglycemia and loss of consciousness. Paramedics were called and treated customer with intravenous solution. It is unk what the glucose readings were at the time of the event happened and what pieces of number were missing. An investigation into the details is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.